Event description:
Balloon burst.

Manufacturer narrative:
The report from the affiliate indicated that a patient described as having calcified vessels was undergoing dilation of an iliac artery. The balloon burst during the procedure; the burst pressure is unknown. The operator had performed a hand injection. The procedure was completed with another balloon catheter. There was no injury to the patient. This product is available for evaluation and testing; however, it has not been received as of today. Additional information will be submitted within 30 days of receipt.